Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site, and effective therapy was never established. As a result, surgical intervention may be undertaken to address the issue.